Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the device displays a white screen when powered on. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involvement in this event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing user interface pcb assembly and completing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Stryker further evaluated the replaced part at the product assessment center (pac) and the cause of the reported issue was determined to be due to the cracked and shorted capacitor c181 on the user interface pcb assembly.